Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. On the same day as onset, the patient was hospitalized for the event. While hospitalized, the patient was treated with unspecified medications (route, dose, frequency, and duration not reported) for peritonitis. At the time of this report, the pd therapy was ongoing and the patient was recovering from the event. No additional information is available.